Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she inserted a sensor and started to have a seizures type of activity. Customer was hospitalized. Customer's mother stated blood glucose dropped 100 points in 10 minutes and blood pressure dropped too. Customer was not an accident. Customer reported this issued occurred twice and the only thing that was different was having the sensor on. Customer's mother declined troubleshooting stated they stopped use of the sensor and customer stopped having issues. Customer's mother stated it occurred around august 5th and the last week of july. No further information reported.